Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Information received on (B)(6) 2020 stated that a ventricular tachycardia ablation procedure was performed on (B)(6) 2020 with epicardial access requiring an epicardial drain placed and removed on (B)(6) 2020. The patient developed pericarditis and an echocardiogram revealed a pericardial effusion which was enlarging from a previously recorded echocardiogram.